Event description:
It was reported that the patient¿s husband stated the patient was having concerns with their device and seeking help. When the patient turned the device down to 0.0 volts and off and turned the device back on with stimulation at 0.0 volts they felt a buzzing sensation. It was reviewed with the manufacturer¿s representative (rep) that it would be expected that no stimulation would be felt at this point with stimulation at 0.0 volts. The patient was seen the day of the report and the device was thoroughly interrogated. No abnormal impedances or issues were noted. When the device was turned off the patient did not have a buzzing sensation. When the device was on the patient felt normal stimulation. The cause of the issue was unknown. The patient¿s current status was unknown. The patient had not called with any further complaints and had not called the physician¿s office either. As far as he was aware the patient was doing well when they last saw each other.

Event description:
Refer to manufacturing report #3004209178-2015-09202.

Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# va0m6e3, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va0n3rt, implanted: (B)(6) 2014, product type: lead. Product ID 3777-60, serial# (B)(4), product type: lead. (B)(4).